Event description:
Additional information was provided via an article entitled "adverse effects and surgical complications in pediatric patients undergoing vagal nerve stimulation for drug-resistant epilepsy" which provided information regarding lead failures and high impedance event. Follow-up with one of the contributing physicians confirmed that one of the events was related to this patient. The article stated that the patients experienced lead failures due to falls and the lead failures/high impedance events resulted in an increase in seizures. The physician stated there was no suspected product issue related to the lead failure.

Manufacturer narrative:
Device manufacturing records were reviewed.review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution.device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
It was reported that device diagnostics resulted in high impedance (7941 ohms). The generator was programmed off after observing the high impedance. It was reported that x-rays were scheduled and surgery was planned. The patient underwent lead and prophylactic generator replacement. The explanted devices have not been received for analysis to date.